Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator sensed electromagnegic interference on the ventricular channel. No intervention was reported. The patient was in stable condition and would be monitored.